Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners and minor scratches on the display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
Customer reported that the insulin pump was cracked on the upper, right corner of the display screen and near the battery compartment. Customer stated that the crack on the screen causes the screen to become foggy. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.